Event description:
The patient was implanted with a left ventricular assist device. It was reported that approximately 18 months post-implant, the patient experienced significant weight gain of around 50kg. As a result the patient began to experience abnormal pump function. The center suspected internal percutaneous lead damage; therefore, the patient was readmitted and had a pump exchange. The exchange was successful and the patient was discharged home.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The explanted device was disposed of by the hospital. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.